Event description:
Paramedics responded to a patient, condition unknown. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device briefly alarmed connect electrodes but did not adversely affect patient outcome.